Event description:
This is filed to report partial clip detachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2018, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with an unknown grade. Two clips were implanted, reducing mr to an unknown grade. On (B)(6) 2022, the patient returned to the hospital and imaging showed one of the implanted clips had partially detached from the posterior leaflet, causing mr to increase to a grade of 4. Therefore, an additional mitraclip was performed, and one clip was implanted, reducing mr to a grade of 1.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported migration (partial clip movement) cannot be determined. Mitral valve insufficiency/ regurgitation (mr) appears to be due to the partial clip movement (migration). Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.